Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was hospitalized with a low blood glucose (bg) level of 28 mg/dl. Reportedly, customer was in the wrong profile on her pump, resulting in receiving too much insulin causing them to go low. Reportedly, customer fell asleep and does not recall what treatment was received. Systems check with tandem technical support confirmed the pump is functioning as intended.